Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Removed the surgical intervention code and re-captured the patient codes.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient fell, fracturing her greater trochanter and dislocating her hip. In addition to what was previously reported, ppf alleged elevated metal ions. The stem was added to the impacted product due to the ppf allegation. Doi: (B)(6) 2013; dor: (B)(6) 2013 (left hip); second revision.